Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported in email to technical services the pt experienced several red heart alarms on the first system controller (B)(4). Following the pump stoppage and red heart alarm, the pt was instructed to change controllers. Upon changing controllers, the pt experienced another red heart alarm (B)(4). Upon interrogation of both controllers, we did not see an obvious causative factor leading up to the alarms and pump stoppage. However, upon inspecting the controller (B)(4), we noted the perc-lock was malfunctioning, not maintaining patency. We then replaced both of the system controllers. Upon visual inspection of the drive line, overt signs of fracture or tears were not apparent. Following a completion of an x-ray of the kidneys, ureter, and bladder (kub), the drive line and all internal components of the wiring are without fracture.

Manufacturer narrative:
The system controllers were returned to the MFR for eval and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The user facility report (B)(4) was received from the intermacs registry.